Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to corrosion found on v1 in ECG b. The root cause for the corrosion could not be positively identified. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.